Event description:
Caller indicated the meter was reading high. Pt having symptoms and read 68, ambulance was called. The meter was checked with control solution and was within range. Assure 4 meter read 54 ambulance meter read 35 the readings were taken a few minutes apart from the same fingerstick. Caller not sure what meter or strips were involved in the incident.

Manufacturer narrative:
Caller did not know what meter or strips were involved in the incident. Four meters were returned and evaluated. The returned product performed within specification.